Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(event site name): (B)(6).

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had ECG trigger malfunction. ECG trigger was not working. No harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there has been no repair request from the customer. No repairs have been carried out. Once repairs are made and new information is given, the investigation will be reopened.